Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contacts with a dry cotton swab. The customer was advised to wait two hours and reinsert the battery. The customer was advised to monitor the pump and call back.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display with constant beeping due to vertical cracked lcd controller. The insulin pump had scratched case, pillowing keypad overlay, scratched keypad overlay, keypad overlay texture damage and minor scratched lcd window.